Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was the manufacturing representative (rep) was in a case for an ipg replacement. They had connected an inceptive ipg to two existing 1x8 perc leads. They had run the connectivity check multiple times and each time they had got some red indicators. The caller indicated that the first time they checked, the 0 and 8 electrodes were the only electrodes with red indicators. Between each test they had been cleaning the lead tails. The caller reported that the patient was getting good therapy prior to the replacement case. The patient was using electrodes on both leads but the caller did not have the specific active electrodes available during the call. The caller did not check impedances prior to the case. The caller provided the following impedance test results: ref 0 electrodes 1 2 3 7 and 9-15 all had red indicators with 40000ohms 8 576ohms 4 701 5 722 6 701ohms ref 4 1 40000ohms 2 40000ohms 3 40000ohms the physician reseated the leads in the header block and then impedances were tested again. The impedance indicators on the 8-15 lead were green but the indicators on the 0-7 lead were all red. The issue was not resolved through troubleshooting. The caller will review the information with the physician.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu_unknown_lead (serial: unknown); product type: 0200-lead; implant date ; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). When asked if the high impedances have resolved and if not, what other steps were/will be taken to resolve this issue, they stated that the impedances were still present. They programmed around them and were still able to obtain sufficient coverage.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial#(B)(6) implant date: (B)(6) 2021 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The serial numbers of the lead and implant were reported. The cause of the high impedances was not determined. To resolve, the rep tried cleaning of the leads with wet/dry towels, switching of leads in channels, and tightening of set screw. They would determine impedances at post-op. If possible, they would program around leads that are "avoid" or "do not use". Patient information was reported.